Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. Lab testing of the device could not confirm the reason for return. The battery voltage was never at elective replacement indicator (eri) during all lab tests.

Event description:
It was reported that the device failed due to having a low battery voltage while the device was still in the box. The device was never in contact with a patient and was scrapped. No patient complications have been reported as a result of this event.